Manufacturer narrative:
Clarification to b3: partial date of jun/2024 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a "rupture with lump". This record is for the right side. The device remains implanted.